Manufacturer narrative:
Pump received with no button response due to unlocked lcd keypad connector. Failure analysis was unable to perform the displacement test due to no button response. Pump received with minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive on the insulin pump. Customer was unable to bolus as a result. Customer's blood glucose was 277 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.